Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was suitable for aaa repair although internal iliac artery aneurysms was observed at both sides. The procedure was performed as labeled and completed without any endoleak. On (B)(6) 2010, follow up observation was performed and angiography revealed a distal type I endoleak from the right iliac leg. The physician takes follow up observation, but he is going to perform an additional procedure to repair the endoleak and both sides of internal iliac artery aneurysms. The endoleak was not resolved at this time.

Manufacturer narrative:
(B)(4): no information was provided relative to outcome/consequence of patient. (B)(4): endoleaks are addressed per the IFU. No product or images were returned to assist in the investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. Without additional information and imaging it is difficult to determine how the device may have contributed to the type 1b. It was reported that both hypogastric arteries were aneurysmal. We are unable to comment on the patient's suitability for evar. It is possible that the patient's anatomy contributed to the endoleak based on the information provided. Physician commented that endoleak was secondary to change in patient's anatomical form. The customer reported that it would be difficult to obtain images. A root cause cannot be determined based on the limited information provided. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.